Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was fractured approximately 115.0 and 146.0 cm from the hub, and ovalized from approximately 113.0 cm from the hub, to the distal tip. Conclusions: evaluation of the returned device revealed it was fractured and ovalized. This type of damage typically occurs due to improper handling during use. If the ace 64 is forcefully withdrawn against resistance, damage such as this may occur. The neuron max mentioned in the complaint was not returned for evaluation and, therefore the cause of the ace 64 becoming caught between the vessel and the neuron max could not be determined. Ace 64 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, while in use with a neuron max 088 (neuron max), the physician attempted to retract the ace 64 from the patient's ica; however, the tip of the ace 64 got caught between the vessel and the neuron max. Upon pulling back the ace 64, the tip of the ace 64 became displaced and was found in the distal end of the neuron max. The physician required another manufacturer's device to successfully remove the tip of the ace 64 from the patient. The procedure was completed using a new ace 64 and the same neuron max. There was no report of an adverse effect to the patient.